Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a junctional type iii endoleak during evar. The doctor tried ballooning several times with a reliant balloon however, the endoleak did not resolve. It was reported that 3 days post index procedure the endoleak had resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of endoleak). Evaluation, conclusions: (unknown cause of endoleak.)